Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's spouse, who stated that the front right wheel fell off during use causing the end user to fall. Subsequent x-rays revealed no additional injuries however the doctor advised the end user will most likely need physical therapy as the fall "exacerbated previous fractures." As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.